Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch (lss) due to high within range pacing impedance measurements of 1900ohms in bipolar setting and 1700ohms in unipolar. As a result, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.